Event description:
It was reported that the port was leaking, and the ekos device was replaced. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. After several hours of ekos therapy, it was observed that one of the ports of the infusion catheter was leaking. The ekos device was exchanged in an attempt to resolve the issue. Several hours after the device exchange, the second ekos device was observed to be experiencing the same issue. The second ekos device was exchanged for a non-boston scientific infusion catheter. There were no reported patient complications.

Event description:
It was reported that the port was leaking, and the ekos device was replaced. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. After several hours of ekos therapy, it was observed that one of the ports of the infusion catheter was leaking. The ekos device was exchanged in an attempt to resolve the issue. Several hours after the device exchange, the second ekos device was observed to be experiencing the same issue. The second ekos device was exchanged for a non-boston scientific infusion catheter. There were no reported patient complications. It was further reported that this event was previously reported under report number 2124215-2023-53423.

Manufacturer narrative:
Corrected fields: b5 - describe event or problem.